Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient¿s insertable cardiac monitor had an alert transmission relating to undersensing. Programming changes were made and there have been no subsequent reports of undersensing. The patient has been stable throughout.

Manufacturer narrative:
The reported field event of undersensing was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.

Event description:
New information received indicated that the implantable cardiac monitor was explanted on (B)(4) 2018. Patient was in good condition.